Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that on the late morning of (B) (6) 2010 she obtained blood glucose readings of "153 mg/dl" with the subject meter and "55 mg/dl" on a laboratory device, performed less than 10 minutes apart from each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient is on an insulin pump and claimed she bolused 4 or 4.5u of humalog insulin based on the "153 mg/dl" result. Approximately 20 minutes later, the patient stated she began to feel shaky and immediately treated self with glucose tablets. The patient reported feeling better after treating self. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and that the test strips appeared in good condition. The patient informed the mss that she ran a control solution test on the subject meter and the control reading fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.